Event description:
The hcp reported a patient had been hospitalized for three days due to increased spasticity and fainting spells. Troubleshooting on the patient's intrathecal drug delivery pump is being considered. Additional information has been requested from the hcp but was not available on the date of this report.